Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated alert 38 indicating a motor stall after changing the cartridge, attempted multiple restarts, and completed a successful dry run without alerts; the user then replaced all supplies and reported this should resolve the issue, with no high or low glucose alerts from the device during the incident. Symptoms included none. Outcomes included elevated blood glucose to 388 mg/dl for about two hours that was corrected after changing supplies, with no need for outside assistance or medical intervention. Investigation included customer troubleshooting guidance to disconnect tubing, remove the cartridge, perform a dry run, and then change all supplies. Investigation of this case revealed a pump motor stall consistent with an alarms restart/malfunction and potentially related to the drug delivery pathway or cartridge/tubing interface, with resolution after full supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was user corrective action with supply replacement after a transient motor stall, consistent with known device behavior and use conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.